Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 month and 20 days after the dental implant was installed in intraoral region 12#, its non-osseointegration was observed. Moreover, 35n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and bone graft was performed.